Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into then abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was vomiting and drove himself to the hospital. While the patient was in the emergency room, they passed out. It was reported that the patient's bg was 600 mg/dl. It is unknown hat the cgm was displaying. The patient stated hat they think the cgm and the insulin pump were not working properly. The patient was treated with insulin and was in the hospital for 3 days. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.